Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appropriately delivered anti-tachycardia pacing (atp) therapy, nonetheless, the therapy accelerated the rhythm from ventricular tachycardia (vt) zone to ventricular fibrillation (vf) zone. The patient self terminated the rhythm. This ICD remains in service. No adverse patient effects were reported.